Manufacturer narrative:
(B)(4). Batch # r94u3g. Device analysis: the analysis results found that the el5ml device was returned with no damage in the external components. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, it was noted that the clips were not fed into the jaws in the next actuations of the trigger. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the feed link was noted broken and the tip of the advancer was found to be bent. 12 clips were found inside the clip track. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Possible causes for the damage found is due to the jaws may have been restricted during firing, or not fully through the trocar during firing. The reported complaint was confirmed. A manufacturing record evaluation was performed for the finished device lot/batch number r94u3g, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the instrument could be triggered, but there were no clips in the shaft. An additional stapler was opened, and the op ended with no influence on surgery and patient safety.